Event description:
Towards the end of the surgical procedure arcing around the tip of the monopolar curved scissors instrument was observed. A hole in the instrument tip cover was also noticed. The instrument and tip cover accessory wereremoved and replaced and the planned surgical procedure was completed. The instrument was sued for over an hour prior to the incident. Cautery burns on the right lateral wall of the pt's pelvis were reported, bu no pt harm, adverse outcome or injury was reported.